Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. The setscrew marks were in correct location on the terminal pin. Helix was retracted and dried body fluid was noted in the helix housing. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold measurement and poor sensing. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold measurement and poor sensing. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.